Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence. Additionally, it was reported that intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 200 mg/dl.